Manufacturer narrative:
On 16-may-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and blood leakage occurred in the hemostasis valve. A new device was used to complete the surgery and there was no patient injury reported. Device evaluation details: visual analysis revealed that the hemostatic valve is placed in its original place and broken next to the introduction area. Due to the condition of the hemostatic valve, an internal action was opened. A device history review was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported, that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath. Small and blood leakage occurred, in the hemostasis valve. A new device was used to complete the surgery. And there was no patient injury reported. During the time of this report, the bwi product analysis lab was provided a photo of the complaint device. Which confirmed damage to the hemostatic valve. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis. No product investigation can be performed. And the customer complaint cannot be confirmed. However, the bwi product analysis lab received a photograph of the complaint device for analysis. Device investigation details: a picture was received for evaluation following, biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was observed damage. This issue could be related to the incorrect insertion of the dilator into the sheath, causing the damage of the valve. However, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no non-conformances were identified. The issue reported by the customer was confirmed, based on the picture received. The device has not been returned for analysis. And is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide), contains the following caution: always insert a dilator straight into the center of the sheath¿s valve, to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).